Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter reported that the pt's insulin pump lost power, and rebooted. The pt replaced the battery. The date/time remained set correctly, however, the basal rate settings were lost. There was no adverse event associated with this issue.